Event description:
Implant failed due to a possible allergic reaction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5157975.

Manufacturer narrative:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5157975.